Manufacturer narrative:
(B)(4). The peritonitis event occurred on ¿unknown dates at (B)(6) 2016, (B)(6) 2016¿. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The nurse reported the cause of the peritonitis as "related to the ischemic bowel syndrome". The patient was hospitalized for other indications, it was not reported if the patient was hospitalized for the peritonitis event. Treatment was not reported. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.